Event description:
It was reported that device was used during an advanced laparoscopic procedure. It was reported the surgeon activated the shield by pressing the red button, the shield did not react upon trocar entry into the abdominal cavity. The intestines beneath the peritoneum were punctured because of that, but no major complication occurred. The surgeon changed to a reusable trocar to complete the case. No further consequence to the pt.